Event description:
Reportable based on analysis completed on 23 jan 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a catheter shaft kink occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. This 4mm x 40mm x 146cm coyote es mr balloon catheter was selected and advanced, and while crossing the lesion, the hypotube of the device kinked. It was noted that the shaft kink occurred due to bumping into the calcified lesion. This coyote balloon catheter and a non-bsc guide wire were removed together. The procedure was completed following this event. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a longitudinal balloon tear in the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and there was dried contrast in the inflation lumen and balloon. Magnified inspection revealed a longitudinal balloon tear in the balloon wall on the majority of the balloon. The balloon presented no irregularities in the balloon material. There was a kink on the inner shaft 30mm from the tip and there was also tip damage. Magnified inspection presented no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).